Event description:
(B)(4).

Manufacturer narrative:
The device has not been returned. The filter may have been clogged with fluid, hair, etc... Preventing vacuum release. There have been no changes to the design relating to this event. The condition of the baby at the time of delivery is not known. An attempt was made to contact the initial reporter with a voice message left. (B)(4).